Event description:
It was reported that the patient was with a very small left ventricle and a mini apical cuff was used for implantation and surgery team was very satisfied with the angulation towards the mitral valve. Since implantation, patient had many low flow alarms most probably due to hypertension. Medical team worked hard on treating patient's hypertension state. On (B)(6) 2024, patient was taken back to operating room for mediastinal drainage. This morning the patient needed a 10 seconds or CPR maneuvers due to circulatory collapse. Medical team noticed pulsatility index (pi) as high of 10.0 flow down to 0.4 lpm. Log files were submitted for review and captured low flow events on (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024. There were also several low flow flags which did not persist long enough to trigger low flow alarms. There did not appear to be any type of equipment issues causing these events. The low flow events seemed to be a patient hemodynamically related issue and not a device related issue. The cause of alarm was confirmed, and no equipment was exchanged. There was no additional adverse patient impact. The patient was recovering.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient returned to the operating room (or) on (B)(6) 2024 for tamponade with symptoms of low flow and low pulsatility index (pi). In the or, clot was evacuated and the flow and pi events improved. The patient was in the intensive care unit (ICU) in a stable condition.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of tamponade, hypertension, and circulatory collapse could not be conclusively established through this evaluation. Review of the submitted log files confirmed multiple low flow alarms. Although a specific cause could not be conclusively determined through this evaluation, the account indicated that some of the alarms were likely due to hypertension. The account also indicated that low flow was a symptom of the patient returning to the operating room for tamponade. Additionally, the account noted that the patient experienced a drop in flow in the setting of circulatory collapse. The system controller event log file contained events from 15nov2024 through 18nov2024, per the timestamps. The system controller periodic log file contained data from (B)(6)2024 through(B)(6)2024, per the timestamps. Multiple low flow hazard alarms were captured between (B)(6)2024 and (B)(6)2024. The final observed low flow hazard alarm began at 06:09:38 on (B)(6)2024 and was associated with estimated flow decreasing to as low as 0.4 lpm, consistent with the reported event. Pulsatility index (pi) was elevated to as high as 11.1 during this alarm. This alarm resolved within two minutes of activating and a subsequent recovery in estimated flow was captured. No other notable pump events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including hypertension. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). This section states that the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, "patient care and management", states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeter of mercury (mmhg) should be considered adequate. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.